Event description:
The consumer reported a false negative result with the covid-19 at-home test compared to a professional test given at a hospital. On (B)(6) 2022 the consumer began experiencing symptoms that included shortness of breath, fever, and congestion. On (B)(6) 2022 the consumer started to get sick again with shortness of breath. On (B)(6) 2022 at approximately 11:30 am the consumer performed a covid-19 at-home test and the result was negative. The consumer was experiencing a cough and shortness of breath. While at the hospital, on (B)(6) 2022 at 3:00 pm, the consumer tested positive for covid-19. The type of test was unknown, but the consumer was told the test was more accurate than a home test kit. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The consumer swabbed each nostril 3 times, inserted the swab into the test tube and waited 2 minutes without stirring, removed the swab without squeezing the tube, did not squeeze the tube during extraction of the swab, placed only 2 drops of solution into the well of the test device, and only waited 15 minutes to read the result. Product labeling states: firmly and slowly rotate the swab at least 5 times, brushing against the inside walls of the nostril, for a total of 15 seconds. Gently remove the swab and, using the same swab, repeat in the second nostril with the same end of the swab. Product labeling states: insert the swab into the tube 10x until the soft pad is in the liquid. Squeeze the tube at the bottom and hold it tight. Then stir the swab more than 10 times. This is to transfer the biological material from the swab to the liquid. Remove the swab while squeezing the sides of the tube to extract the liquid from the swab. Warning! Failure to squeeze the tube can lead to incorrect results due to excess buffer in the swab. Product labeling states: hold the tube upright above the sample well. Drop 4 drops onto the sample well. Set the timer and read the test result at 20 minutes. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).